Event description:
It is reported that upon implanting the surface, the surgeon could not get the surface to fully engage with the tibia after numerous tries.

Manufacturer narrative:
This report will be amended when our investigation is complete.